Event description:
Nurse contacted dexcom technical support on (B)(6) 2015 to report on behalf of trail patient an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, the nurse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint transmitter device was not returned for evaluation; however data was received and downloaded on 04/20/2015. A review of the downloaded data on 05/15/2015 confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).